Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 313 mg/dl at the time of incident and the current blood glucose of the customer was 409 mg/dl. Customer reported she had dinner and blood glucose still would not come up, was given an apple juice. Customer treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they feel okay to troubleshooting. The insulin pump will not be returned for analysis.